Event description:
During the procedure the transend ex 014/205 soft tip broke during use. Removed the catheter while the wire was still inside. Through additional info boston scientific-target was notified that the wire broke during simple manipulation, proximal 20-cm snapped when torqued. There was no injury to the pt.